Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure that would have likely caused or contributed to the reported event. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The surgeon stated that the patient death was not related to the da vinci products used. The following concomitant products were used during this procedure: 30 degree endoscope plus, permanent cautery hook, prograsp forceps, fenestrated bipolar forceps, suction irrigator, two medium-large clip appliers, monopolar curved scissors. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a cholecystectomy. No details of how they died were provided and no allegation was made against any intuitive surgical products or instruments. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Section b2 - date of death: the date of death is estimated to have been the date of surgery.

Event description:
It was reported that a patient received a da vinci-assisted cholecystectomy and experienced unspecified complications that led to them expiring. The intuitive clinical sales representative was informed by the or manager that a patient had expired; no additional details were provided other than the site believed that the death was unrelated to any malfunction of the da vinci system. The surgeon was contacted and confirmed that the patient death was not related to the da vinci products used. The surgeon stated that the procedure was challenging but declined to provide any further context or information. When asked what the cause of death was and what led to the complications, the surgeon stated, ¿just human error.¿ no additional information was available.

Manufacturer narrative:
A hospital employee from the quality department reported that there were no intra-operative complications during the index procedure, it was not converted to open, and there was no known tissue damage when the procedure was completed. There was no bleeding during the procedure; the estimated blood loss was 10ml. No interventions were required during the procedure. Post-operatively, a CT scan performed on (B)(6)2024 showed a medium to large pneumoperitoneum. The patient underwent an unspecified additional procedure on an unknown date. The patient expired on (B)(6)2024. The cause of death was reportedly unknown as the patient died at another hospital. The patient had returned to the emergency department of the reporting hospital for unspecified symptoms but was transferred to the other hospital where they expired. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a cholecystectomy. No intraoperative issues were reported but the patient had a large volume of intrabdominal air on a post operative CT scan and died an additional 4 days later at another hospital. The cause for the air is not provided but may indicate an intestinal perforation and they underwent an additional procedure. No findings or additional details from that second procedure are provided. The details and events leading to the patient death was also not provided. Based on the information in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Additional information provided in section a, fields a2-a6, and section b, fields b6 relevant tests, and b7, patient medical history. Corrected information provided in section b2 - date of death.

Event description:
Refer to h11 for follow-up information.